Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station encountered a fatal error and was not usable. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station encountered a fatal error and was unusable for nursing at the time. A technical support specialist (tss) determined that the stations were missing update 6 following the upgrade. The tss applied a temporary fix referenced from knowledge article titled medstation es - 1.7.4 devices are bloating - maintenance service unable to get past purge deletion error and confirmed that the immediate issue was resolved, making it appropriate to close the case to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.